Event description:
It was reported by an attorney that the patient underwent a laparoscopic supracervical hysterectomy and right salpingo-oophorectomy on (B)(6) 2006 and a tissue morcellator was utilized. On (B)(6) 2013, the patient had a CT scan due to pelvic pain, which found a retroperitoneal abdominal mass. On (B)(6) 2013, she underwent an exploratory laparotomy, resection of retroperitoneal pelvic mass, and resection of the retroperitoneal abdominal/perirenal mass. Pathology from (B)(6) 2013 surgery revealed ¿all biopsies consistent with leiomyoma¿ (sigmoid colon mesentery nodule, right round ligament nodule, right round ligament nodule, left retroperitoneal sidewall mass, and left perirenal mass).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The device information for use under precautions states" caution: the use of a laparoscopic tissue extraction bag is recommended for the morcellation of malignant tissue or tissue suspected of being malignant and for tissue that the physician considers to be potentially harmful when disseminated in a body cavity. As morcellation may affect endometrial pathologic examination, preoperative evaluation of the endometrium should be considered. Should malignancy be identified, use of the gynecare morcellex¿ tissue morcellator may lead to dissemination of malignant tissue.